Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during dwell 2 of 3. There was an open clamp on an unused line. The hp cycled power off and on to clear the alarm. There was no patient injury or adverse event associated with this report.